Manufacturer narrative:
The index procedure was an elective case. The brachial approach was used for the procedure. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, eccentric, a focal lesion, heavily calcified, heavily tortuous, 8.45 mm in length, vessel diameter of 3.24 mm, an 84% stenosis, a flexion lesion, and type b2. The lesion was pre-dilated with a 3.0/15 mm balloon at 14 atm. A cypher 3.0/13 mm stent (cypher stent #1) was implanted at 20 atm for 16-30 sec. The stent was pre-dilated with a 3.25/10 mm balloon at 22 atm. The flow pre and post-procedure was timi 3. The residual stenosis was 4%. Ivus was done. Five days after the index procedure, the patient had an additional cypher 3.5/18 mm stent (cypher stent #2) implanted electively in the left main trunk (lmt). Please note the device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report from the affiliate indicated that the patient was included in a clinical study. Approximately six (6) months after the index procedure, the patient developed symptoms of chest pain. Coronary angiography was done during the follow-up period and demonstrated a 66% restenosis at the distal edge of the previously implanted cypher 3.0/13 mm stent (cypher stent # 1). Five weeks after the angiogram, a third cypher 3.0/23 mm stent (cypher stent #3) was implanted at the distal edge of the prviously implanted cypher stent in overlapping fashion. A fourth (4th) cypher 3.0/28 mm stent (cypher stent #4) was then implanted at the distal edge of the third (3rd) cypher stent in overlapping fashion. The residual stenosis was 0%. The patient was reported to be in stable condition two (2) days after the intervention. The physician's comment regarding the restenosis was that this event could have happened with any bare-metal-stent (bms) and was not related to the cypher stent at all. The probable cause may have been due to progression of the untreated lesion at the distal end of the initially implanted cypher stent.